Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system displayed incorrect time, which disrupted nurses¿ ability to pull medications at the correct time. The customer stated there was no delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that 2 station was incorrected time. The technical support specialist dialed into both ER and medsurg stations and updated the time settings in accordance with knowledge article ¿device time is incorrect¿. The system functioned as intended after the technical support specialist troubleshot the issue.